Event description:
The manufacturer received information alleging a ventilator failed to power on. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's ac inlet connector was found to be disconnected. Evidence of tampering was observed, as was evident from loose internal electrical and tubing connections. The ac inlet connector was reconnected to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.